Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using the device during a laparoscopic hernia procedure, a piece of the inner shaft detached from the port itself and was found inside the patient. It was stated that the loose piece was a whitish ring. Graspers were used to remove the plastic and complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using the device intra-operatively, a piece of the inner shaft detached from the port itself and was found inside the patient. It was stated that the loose piece was a whitish ring.